Manufacturer narrative:
Investigation, including 0root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient presented approximately one month post lasik with moderate glare and mild rainbow appearance issues. Two months later, migraines were noted but glare and rainbow symptoms are reduced. Patient was seen again three months later and rainbow appearance was noted to have improved significantly. There are multiple reports for this facility. This report addresses the patient (B)(6) and other manufacturer reports will be filed.

Manufacturer narrative:
The system history showed no abnormalities that could have contributed to this event. The review showed that the laser was successfully verified prior to and after the date of treatment. A root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).